Manufacturer narrative:
The reported issue was confirmed via log analysis in conjunction with a supplied ikp all infusion detail report. The inspection process did not find any issues or abnormalities. Neither the associated pcu nor its logs were returned. The pump module event log only contains minimal infusion information, such as the configuration parameters, rate, vtbi, alarms, and malfunction events; the drugs and keypress programming would not be obtainable information. The pump module was turned off at 9:14 am on (B)(6) 2019 after having completed a two hour infusion with the rate at 125 ml/h and the vtbi at 250 ml. An infusion was started at 10:31 am at a rate of 331 ml/h and vtbi of 150 ml. The pump module alarmed for patient side occlusion within the first couple of minutes of infusion initiation, and was successfully restarted. An ail alarm occurred at 10:52 am and was followed with the pump module having been turned off a few seconds later. The customer subsequently provided new information describing that the infusion order was to be 5 mg/hr, and that further investigation by the customer identified that the infusion had been programmed for weight-based dosing at 5 mg/kg/hr. The customer supplied an excel all infusion detail report which showed the infusion having been programmed for 5 mg/kg/hr. The returned IV administration tubing set passed leak testing. The pump module with the tubing set installed passed rate accuracy testing with no abnormalities noted. The root cause is being attributed to programming; no device malfunction is believed to have occurred.

Event description:
It was reported that a primary infusion midazolam 1mg/ml (100mg/150ml) was programmed at 5mg/hr. For 35 min. The user observed 10 mins. Later the device alarmed for door open, the rn checked and re- open the door then initiated the infusion a 2nd time. The device alarmed 35 mins later ail, the rn noticed the bag emptied. The physician was notified and ordered to continue unspecified close monitoring. The customer later stated: the rate was set for 5mg/hr. To infuse a 100mg dose, which means it should have taken 20 hours to infuse the entire bag, not 35 minutes. The data from the bd knowledge portal on this pump and found that the rn had selected the weight-based dosing (mg/kg/hr) instead of the non-weight-based (mg/hr.). They subsequently programmed it for 5mg/kg/hr. Instead of the ordered rate of 5mg/hr. ¿

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that a primary infusion midazolam 1mg/ml (100mg/150ml) was programmed at 5mg/hr for 35 min. The user observed 10 mins later the device alarmed for door open, the rn checked and re- opened the door then initiated the infusion a 2nd time. The device alarmed 35 mins later for ail, the rn noticed the bag emptied. The physician was notified and ordered to continue unspecified close monitoring. The customer later stated: "the rate was set for 5mg/hr. To infuse a 100mg dose, it should have taken 20 hours to infuse the entire bag, not 35 minutes. The data from the bd knowledge portal on this pump and found that the rn had selected the weight-based dosing (mg/kg/hr) instead of the non-weight-based (mg/hr.). They subsequently programmed it for 5mg/kg/hr instead of the ordered rate of 5mg/hr."